Event description:
Needle pull off. Customer reported that needle prematurely released from suture while passing through tissue. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.

Manufacturer narrative:
Samples of the returned unopened packets were tested for needle pull off and the results obtained were above the usp and ethicon requirements for sample average. Two of ten samples had a value which fell below the minimum individual requirement. This condition if found during finished goods testing would be rejectable. A product inquiry records review was conducted and there have been no other inquiries of any type receiived involving this lot number. An investigation was conducted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Co's results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. An associate awareness session was conducted with all swaging associates that processed batch khe117 as corrective action.